Manufacturer narrative:
The device was not returned as it was reported to have been discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the concerto coil pv-3-6-3d encountered resistance within the terumo progreat 2.7 during advancement, within the mid-way of the catheter, in a non-tortuous anatomy. Another concerto coil pv-3-6-3d was used and performed acceptable. There was no damage to the catheter, but the coil was noted to be damaged / broken. The device and the ancillary devices were reported to have been prepared and used per the instructions for use (IFU).